Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation: upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 30091375. Product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7095123. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7098351.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection. The patient was administered steroids and eventually underwent a system explant. The physician believes that the infection was procedure related. The patient was administered antibiotics and was doing fine postoperatively. The explanted devices were disposed by the medical facility.